Manufacturer narrative:
Follow up #1 submitted: 08/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: on investigation, the pump powered with functioning audio tone and vibration. However, the display screen remained blank. Investigation confirmed the complaint. The pump was opened; no moisture or damage was found on the display. The blank display was replaced with a test display which was fully functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 06/29/2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.